Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 700 mg/dl. The customer treated high blood glucose with manual injection. The insulin pump had insulin flow block alarm during fill tubing. The customer was advised to rewind insulin pump, reinsert reservoir into insulin pump and run load reservoir or fill tubing to at least 5.0u. Customer stated that the insulin pump did not alarm insulin flow blocked. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.